Manufacturer narrative:
There was no statement of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure. No product is expected to be returned. The procedure date, time and surgeon were not provided. Therefore, no da vinci system logs are available for review. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following an unspecified colorectal procedure. No additional details are provided. Based on the information in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that after a da vinci-assisted colorectal procedure, the patient expired; however, the cause of death was not disclosed. The intuitive clinical sales representative was informed of ¿overheard information¿ in the hospital about the patient death. Although additional information was requested, the site has confirmed that no further details will be provided.